Event description:
Related manufacturer reference numbers: 2017865-2023-42765. It was reported that the patient presented in hospital due to unrelated event. Upon interrogation, it was found that both the implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead exhibited far r-wave over-sensing and crosstalk. Programming changes were made. Patient condition was stable throughout.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead had re-exhibited far r-wave over-sensing. Further programming changes were made. Patient condition was stable throughout.